Event description:
On (B)(6) 2013, the patient contacted animas and alleged that the pump was not delivering insulin accurately. When he manually compared amount dispensed to the amount measured in a syringe, he believed the pump was delivering 2 units less that it was programmed to. Patient did not allege any blood glucose excursions related to this issue, and was unwilling to troubleshoot the pump. This complaint is being reported based on the allegation that the pump is not delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/20/2013 with the following findings: no insulin delivery defect was found. The pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. Pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Unrelated to the complaint, observed a pinkish contrast on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.